Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Please see report number 3007566237-2018-01286. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with a neurostimulator. It was reported the during the deep brain stimulation (dbs) procedure, intra-operative testing was performed and it was discovered that two extension wires failed. The cause of the event was stated to be unknown. The actions/interventions taken to resolve the event included replacing the two extension and completing the procedure on (B)(6) 2018. There was no known impact or consequence to the patient. No further complications were reported/anticipated. Please see report number 3007566237-2018-01286